Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. During device interrogation non sustained rv oversensing episodes were observed in the stored electrograms. Additionally, during a capacitor maintenance intermittent oversensing was also noted. Programming changes were discussed.